Manufacturer narrative:
Both test strip lots (102472 and101987) were returned, tested, and met specifications.

Event description:
The customer's wife reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer received the following results on a guide me meter, compared to an emt's meter, within 15 minutes: 54 mg/dl (guide me) and 454 mg/dl (emt's meter). The emt's treated the customer with an IV; the wife did know what type of medication was given through the IV. The emt's transported the customer to the hospital. The wife was not able to provide the blood glucose results or treatment that was provided at the hospital. The customer was released from the emergency room after 5 hours.

Manufacturer narrative:
The wife reported that the customer was using two vials of test strips lot 102472 (expiry 10/29/2022) and lot 101987 (expiry 2/15/2022), but she is unsure which vial was used to obtain the blood glucose result during the event.